Event description:
It was reported to baxter (B)(4) that a colleague infusion pump stopped and shut down during patient use. Therefore, this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.the user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump which stopped and shut down during patient use was confirmed by baxter quality engineering as failure code 12:602:1840:0000. However, this condition could not be duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
This device is a remediated colleague pump with a user interface module software version of 6.63.92.